Event description:
The customer reported that he obtained a blood glucose reading of 485 mg/dl with the contour next one meter. The customer called an emergency service based on the high reading. Within 10 minutes, another test was performed with the ambulance's meter and a reading of 269 mg/dl was obtained. No further event details were provided. The device is not expected to be returned for evaluation.

Manufacturer narrative:
The patient/family (a1) was the initial reporter, so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The product information was not provided. Therefore, no information was captured in (model #, lot # and expiration date), and the device manufacture date (h4) could not be determined.